Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of serious patient harm or injury. Additional information has been added and the b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging breast cancer, headche, respiratory problem, watery eyes on daily basis related to a CPAP device's sound abatement foam. Patient was hospitalized and performed a biopsy for the reported event. The reported event that the patient has cancer and respiratory problems is assessed as serious injury but not related to the device and the reported patient has watery eyes on a daily basis, uses nose drops, and has headaches is assessed as non-serious injury. Hence, the device did not cause or contribute to the alleged serious injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code, impact code,type of investigation, investigation findings, investigation conclusions has been updated in this report. Section b1, b2, h1 corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.